Event description:
Additional information was received from a healthcare provider via a post-market clinical study. The event was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via post-market clinical study and from a patient via manufacturer representative. The patient receiving was morphine [5.0 mg/ml] at a rate of 0.4355 mg/day via intrathecal drug delivery pump. The drug delivery rate had been decreased from 0.6212 mg/day on (B)(6) 2015. The indication for use of the pump was non-malignant pain. On (B)(6) 2015, the patient reported that the pump was not working as well as it once had; it was not helping as much, and there was a loss of pain relief. The approximate date that the event occurred was (B)(6) 2015. In addition, there was concern about fluid accumulation around the catheter insertion but none was visualized or aspirated. On (B)(6) 2015, laboratory testing revealed slightly elevated segmented neutrophils and slightly decreased white blood cells; otherwise, the results were within normal limits. A catheter access port (cap) study was performed on (B)(6) 2016 and there was no drawback from the cap. It was revealed that the catheter was sluggish/partly occluded, but there was no fluid in the pump pocket or fluctuance around the pump. The etiology was reported as the entire catheter and was possibly related to the device or therapy and unlikely related to the implant procedure. The catheter was explanted and replaced on (B)(6) 2016 and the event resulted in in-patient hospitalization. Potential causes of the catheter occlusion were not provided. Further follow-up was being requested to obtain additional information.

Event description:
Additional information was received from a healthcare provider (hcp) via post-market clinical study. It was reported the cause and location of the occlusion were unknown and no potential causes had been identified. No further information was provided.

Event description:
Additional information was received from a healthcare provider (hcp) via post-market clinical study. It was reported that examination on (B)(6) 2016 revealed that the incision was healing well with no signs of infection or dehiscence.